Event description:
The account alleged the side rail could not latch. No pt impact.

Manufacturer narrative:
The account found the side rail end tube is missing the top rail ratchet rivets. The account replaced the side rail end tube top rail ratchet rivets to resolved.